Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product emits a burning smell and does not power on. No additional information provided. Patient involvement is unknown.

Manufacturer narrative:
D9: device received on 12/10/2024. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The fuses on the pcb shorted out and burned the board. No action will be taken due to the condition and age of the device. It is deemed beyond economical repair and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.